Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a lowest blood glucose of 59 mg/dl for approximately thirty minutes; the event was associated with a recent supply change and a correction dose for elevated glucose, and no device alarms or alerts were reported. Symptoms included no loss of consciousness, dizziness, or other acute effects. Outcomes included self-treatment with one glucose tablet and a small snack, no assistance from others, no professional medical intervention, and no hospitalization. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.